Event description:
Customer reported that a patient's sample containing anti-d did not react with 0.8% resolve panel a lot vra104, cells 1 and 4. No death or serious injury was associated with this incident.